Event description:
On (B)(6) 2012, the pt reported that his infusion sets were leaking at the connector where he connects the tubing to the headset. The pt reported the issue while troubleshooting to determine the best infusion sites for him. He discovered the leak by smelling insulin on his shirt. The pt hears an audible click when the attaches the infusion tubing to the headset. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were replaced and requested to be returned for eval.